Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-04930. Reference MFR report: 1627487-2019-04932. It was reported that patient experienced stimulation lost. Reportedly, troubleshooting with tonic stimulation was unsuccessful. Surgical intervention is pending to adding the issue.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2019-04930. Reference MFR report: 1627487-2019-04932.